Event description:
The patient's guardian reported that the patient experienced significant skin reactions after using four pods from a specific box. Three of these pods were worn on the abdomen for longer than 72 hours, and one was worn on the back for longer than 72 hours. The reactions began after pod removal, presenting as large square red patches corresponding to the adhesive area on the abdomen and later on the back. The redness persisted and resembled eczema. Two weeks later, the patient visited the doctor, where the diagnosis was impetigo and contact eczema. The doctor prescribed fucidine ointment and mometasona furoato ointment to be applied twice daily for two weeks. The guardian suspects the issue is linked to the affected box, as pods from a different box currently in use have not caused any reaction. No changes in blood glucose levels were reported. This report covers the second of 3 pods worn on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.